Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an x-ray confirmed that the right atrial (ra) lead had dislodged. It was noted that the lead was unable to pace. The lead was reprogrammed off until the patient's lead revision procedure. At the procedure the atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right atrial (ra) lead had dislodged again. The lead was now explanted and replaced. No patient complications have been reported as a result of this event.